Event description:
Becton dickinson needle, about to be used by the pharmacy department during IV medication preparation, was noted to have some particulate matter on the barrel of the needle. Needle was not used; other needles examined at the same time did not have particulate matter on the barrel. As bd needles are removed from their boxes and placed in pharmacy bin for use, it is not possible to determine the lot number of this particular needle.